Event description:
The customer reported that a calcium_2 (ca_2) result for a patient was falsely elevated (> 3 mmol/l), obtained on the atellica ch 930 analyzer with serial number (B)(6), and was not reported to the physicians. The customer informed siemens of the issue and requested service. Post service intervention, the customer used the same sample and analyzer to perform repeat testing in duplicate. The customer stated that the repeat results returned to normal, issued a corrected report, and reported 2.152 mmol/l as the correct result. There are no known reports of patient intervention or adverse health consequences resulting from the event.

Manufacturer narrative:
The initial MDR 2432235-2025-00306 was filed on 05-dec-2025. Additional information (08-dec-2025): siemens received additional information from the customer and updated sections b5 and b6. The customer reported that the initial result was not reported to the physicians and held back by rules implemented by their information technology team. The customer stated that the two rerun results do not differ by more than the allowed analytical uncertainty (3.16%) and released the 2.152 mmol/l result. Siemens is investigating the event.

Manufacturer narrative:
The initial medical device report (MDR) 2432235-2025-00306 was filed on december 5, 2025. The first supplemental medical device report (MDR) 2432235-2025-00306_s1 was filed on december 30, 2025. Additional information (january 22, 2026): siemens dispatched a customer service engineer (cse) to the customer site. Services performed included replacement of both dilution arm pumps, the reagent arm pump, the valve for reaction washer probe 3, the valve for the reagent mixer wash station, the manifold pump, the valve and sensor for reagent arm 1, and a broken fitting for reaction washer probe 3. The customer service engineer verified the performance of the atellica ch 930 analyzer, and the reported behavior was resolved through routine onsite troubleshooting. The potential cause of the falsely elevated calcium_2 (ca_2) result for the patient sample is unknown. The analyzer is performing as specified; no further evaluation is required.

Manufacturer narrative:
The customer reported that a calcium_2 (ca_2) result for a patient was falsely elevated (> 3 mmol/l) and obtained on the atellica ch 930 analyzer. The customer informed siemens that they implemented a rule in their middleware so that when a ca_2 sample result exceeds 3.0 mmol/l, the sample is reanalyzed. Therefore, the rule enabled them to identify the issue. The customer noted that quality control (qc) was within acceptable limits; however, they have experienced issues due to poor analytical testing protocol (atp) performance. The technicians have replaced both pumps on the dilution arm and the pump on reagent arm 1. Additionally, adjustments were made to the mixers, and atp values have since improved to acceptable levels. Siemens is investigating the event.

Event description:
The customer reported that a calcium_2 (ca_2) result for a patient was falsely elevated (> 3 mmol/l), obtained on the atellica ch 930 analyzer with serial number (B)(6), and reported to physicians. The customer informed siemens of the issue and requested service. Post service intervention, the customer used the same sample and analyzer to perform repeat testing in duplicate. The customer stated that the repeat results returned to normal and issued a corrected report. There are no known reports of patient intervention or adverse health consequences resulting from the event.